Event description:
It was reported that the pt experienced an infection at the pocket site and was to have the implantable neurostimulator and extension explanted. The infection-causing organism was not reported. The pt was doing "fine." A f/u report will be filed if add'l info becomes available. See also MFR report # 3004209178-2011-07857 for info related to the concomitantly neurostimulator sys.

Manufacturer narrative:
(B)(4).